Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The door not fully latched alarms were confirmed through baxter's functionality testing, as well as reproduced during the device eval while attempting to load a set. This condition was determined to have been caused by loose link screws. The link screws were replaced to correct this condition.

Event description:
During baxter's functionality testing, a spectrum pump alarmed door not fully latched. There was no pt involvement.